Manufacturer narrative:
A2: age at time of event: "7 decades". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized. The same day as the peritonitis diagnosis, the patient was treated with vancomycin for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.